Event description:
It was reported the patient's cervical lead migrated away from the spine due to lack of lamina. As a result, surgical intervention occurred on (B)(6) 2022 wherein the lead was repositioned to address the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.